Manufacturer narrative:
Additional information added; section; b.5. (Patient/event information clarified/detailed), and h.6. (Patient code). The customer's report that the tubing set separated and leaked was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation at the engagement of the drip chamber and tubing components. No other damage or issue was observed. Examination under magnification of the separated tubing end observed insufficient to no solvent traces. By aligning the tubing end beside the drip chamber outlet, there was evidence that the tubing had not been fully inserted into the drip chamber outlet spigot. Dimensional analysis found the tubing to be within specification(s). Handling/tug of the set's other tubing engagement observed no separation or any issue. The cause of the leak was due to the observed set separation. The root cause of the separation was identified as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported from the good samaritan kenwood infusion unit that there was a secondary tubing set that separated at the drip chamber and caused IV fluids to spill onto the pump, the floor and the nurse. There was a delay in care to remake the IV zofran. It was confirmed during follow up that there was delay in patient care, and that this event did not contribute to, or result in a serious adverse impact to patient. However; it was further noted that there was no patient involvement associated with this event. File updated.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the (B)(6) infusion unit that there was a secondary tubing set issue with the backflow check valve that caused IV fluids to spill onto the pump, the floor and the nurse. There was a delay in care to remake the IV zofran. There were no adverse effects to the patient as a result of this event.

Event description:
It was reported from the (B)(6) infusion unit that there was a secondary tubing set that separated at the drip chamber and caused IV fluids to spill onto the pump, the floor and the nurse. There was a delay in care to remake the IV zofran. There were no adverse effects to the patient as a result of this event.

Manufacturer narrative:
Correction on initial report: b.3 & b.5.